Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-04. Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for clotting was observed. Additionally, the 1 returned and 10 retention samples from bd inventory were analyzed for heparin content and the issue of clotting was not observed as the amount of anti-coagulant met specifications in both the returned sample and all retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd a-line¿, blood coagulated inside the syringes. There was no report of user impact. The following information was provided by the initial reporter: "blood coagulates inside a-line syringes cat#364356, lot 1180919. Medical workers have experience with this product and never had any issues before. Blood is obtained from catheters according to local sop (1. Washed with saline 2. 2x dead volumes of blood were removed). Samples were processed as usual within 7 minutes, with immediate mixing and no storage."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd a-line¿, blood coagulated inside the syringes. There was no report of user impact. The following information was provided by the initial reporter: "blood coagulates inside a-line syringes cat # 364356, lot 1180919. Medical workers have experience with this product and never had any issues before. Blood is obtained from catheters according to local sop (1. Washed with saline 2. 2x dead volumes of blood were removed). Samples were processed as usual within 7 minutes, with immediate mixing and no storage."